Manufacturer narrative:
Eval: as returned, the material is missing around the polar hole. The current condition of the device may be a result of (but are not limited to) excessive tightening of the polar screw during assembly, material becoming brittle due to cleaning/autoclave process, device fatigue due to usage over time, accidental dropping of the provisional, attempts to remove the provisional with the screw installed or impaction during assembly. The device history records were reviewed and did not contain any anomalies. The device has a potential field age of 9 months at the time of failure. It is unk exactly what caused the failure.

Event description:
It is reported that the provisional is fractured.